Event description:
A patient was being evaluated for a barostim system but decompensated and was hospitalized on (B)(6) 2025. The heart failure physician recommended a barostim system still be implanted, and a barostim system was implanted on (B)(6) 2025, and the procedure ended at 12:00 pm. Per usual protocols, barostim therapy was left off at the end of the procedure. Following the implant, the patient seemed stable, was sitting up and eating normal food, and stated they felt good. However, shortly after midnight, the patient became bradycardic, coded with pulseless electrical activity, and passed away. It was noted the patient did not have a defibrillator implanted and was hf class iii at the time of implant. The site refused to provide additional information.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).